Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 455 mg/dl, 234 mg/dl, 376 mg/dl and 192 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she was eating breakfast while testing and may have gotten something on the strips. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were discarded, so no product will be returned for evaluation.